Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 6 pm for a blood glucose level of over 500 mg/dl. The customer experienced the following symptoms: dehydration and malaise. The customer was able to use her insulin pump to bring her blood glucose level down. The product is not being returned. Nothing further was reported.